Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon experienced difficulty articulating the jaws open when an instrument was placed in arm 4. The same instrument was moved to a different arm, where no issues were observed. The technical support engineer reviewed the system logs, however no related issues were found.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse confirmed that the right master tool manipulator (mtm) does not spring back completely. Fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. The unit was returned from the field with a customer complaint regarding an issue with arm 4. Specifically, the right mtm grip did not spring back after being closed. The reported condition was confirmed during failure analysis. Inspection revealed that the grip spring was broken and had become lodged inside the grip housing, preventing the grip from opening and closing properly. A visual inspection was performed. No additional external mechanical damage, contamination, or other abnormal conditions were observed. The failure was caused by a broken and displaced grip spring. The displaced spring interfered with the normal operation of the grip assembly, preventing the grip from opening and closing as intended. The unit will be forwarded to engineering for further analysis and evaluation. Additional information will be provided upon completion of the investigation.